Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Concomitant product: 4092-58 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device may have depleted prematurely. It was also reported that the premature depletion may have been caused by the high right ventricular (rv) lead threshold as the high rv threshold required high ventricular output. Additionally, it was noted that the cause of the high rv threshold was not known. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.